Event description:
It was reported with the use of the bd¿ syringe heparin 27gax1.2 ml there was an issue with the plunger. It was stated ¿the plunger of the syringe is crushed. The nurse emptied the liquid without performing the injection". There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe heparin 27gax1.2 ml there was an issue with the plunger. It was stated ¿the plunger of the syringe is crushed. The nurse emptied the liquid without performing the injection". There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: one (1) 1ml, 13mm, 27g sanofi pre-fill syringe from reported batch# 6088621. All samples are decontaminated per hstr-17 prior to being evaluated. A complaint history check was performed but the lot number is not recognized for this complaint. Upon evaluation by qe ah, the sample was visually inspected and noted a deformed stopper within the assembled syringe. The stopper/plunger rod was disassembled from the remainder of the device and noted that the stopper retained its deformed configuration. During disassembly, partial cycle testing was performed and noted sufficient lubricant within the syringe barrel at that time. Possible root cause(s) include, but are not limited to: a misalignment during assembly of the plunger rod/stopper into the syringe barrel on the metro; and/or a molding defect from the supplier of the stoppers. At this time, further delineation of root cause is unable to be determined. CAPA 122939 was initiated by the holdrege plant to address deformed/damaged stoppers and their associated root cause(s). Batch# 6088621 was manufactured prior to initiation of this CAPA. Investigation conclusion: as per manufacturing, possible root cause(s) include, but are not limited to: a misalignment during assembly of the plunger rod/stopper into the syringe barrel on the metro; and/or a molding defect from the supplier of the stoppers. At this time, further delineation of root cause is unable to be determined.

Event description:
It was reported with the use of the bd¿ syringe heparin 27gax1.2 ml there was an issue with the plunger. It was stated ¿the plunger of the syringe is crushed. The nurse emptied the liquid without performing the injection". There was no report of injury or further medical intervention.